Event description:
The account alleged the nurse call does not function from the right side rail. No injury reported.

Manufacturer narrative:
The account replaced the right user control module board and the issue remains. No further information is available on the repair of the bed at this time.